Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. Imaging revealed evidence of fluid loss. During a subsequent surgical procedure, a leak was identified in one of the cylinders. Additionally, perforations were observed in both cylinders, with tissue ingrowth into the dacron mesh, which contributed to a technically challenging explantation. The ipp was successfully removed and replaced with a new device. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. Imaging revealed evidence of fluid loss. During a subsequent surgical procedure, a leak was identified in one of the cylinders. Additionally, perforations were observed in both cylinders, with tissue ingrowth into the dacron mesh, which contributed to a technically challenging explantation. The ipp was successfully removed and replaced with a new device. No patient complications were reported.